Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had hip pain and their leads were fractured. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
The report of ¿hip pain¿ was not able to be confirmed. It is unknown if the patient had any weight fluctuations or trauma such as falls or accidents prior to the allegation. Analysis of the returned ipg found it communicated with all lab utilities.